Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that they went to load images and when the window popped up, the whole screen went gray and unresponsive. They were unable to click on any buttons. They performed a hard shutdown and were able to continue with the surgery. The MRI background images were reviewed by the medtronic representative (rep) in the virtual data transfer (vdt) window and he selected "export images" so they would be loadable in the session. He selected new session and then "start session." All the session windows populated, on both top and bottom screen, but no information, labels, buttons etc were there/visible/usable. Also, he could not exit any windows. Hitting end session did nothing as well. The rep even tried pressing control+alt+delete on the keyboard, but nothing happened. He ended up having to hold the cpu power button until the system performed a hard shutdown. The rep waited 10 seconds and pressed the cpu power button to turn the system back on. Everything worked as usual after the restart. This was the second case of the day and everything worked as it should throughout first case. There was no usb or anything outside of normal operating procedure. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: software m016445c001, version: 3.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.